Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient was revised to address femoral stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/02/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, following the implant surgery the patient fell and dislocated their hip. The patient underwent a closed reduction. X-rays showed a subsided femoral stem. The patient went on to experience significant shortening and increasing pain. Upon revision there was a fracture of the proximal femur in the metaphysis. At this time the head and liner are being added to the complaint for the dislocation. The complaint was updated on: 09/29/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.